Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd896118 and gd895755 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
This is report 2 of 3 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. It was unspecified if the patient required hospitalization. The peritonitis manifested as cloudy effluent and the patient was treated with vancomycin intraperitoneally (ip) (dose and frequency not reported) and fortaz (ip) ( 1 gm daily) for the event. The cause of the peritonitis was unknown. The patient was retrained on aseptic technique. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.